Event description:
It was reported that several red alerts had been generated for this system due to pacing impedance measurements greater than 2000 ohms on the right ventricular channel. A boston scientific technical services consultant documented and discussed potential causes for the clinical observations. It was noted that this patient has a boston scientific implantable device interfaced to a competitive right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.